Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse replaced the ion selective electrode (ise) baseline valve and seal, replaced two buffer seals and realigned the ise unit to the dilution probe (dpp). The cse performed calibration, a coefficient of variation (cv) check, and ran quality control material with acceptable results. The cause of the discordant falsely low sodium (na) result is unknown. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely low sodium (na) patient sample test result was obtained on an advia chemistry xpt system. The initial result was reported to the physician(s). The same sample was repeated on an alternate advia chemistry xpt system and the repeat result was issued in a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
The initial MDR 2432235-2018-00061 was filed 12-feb-2018. Corrected information (12-mar-2018): siemens healthcare diagnostics inc. (B)(4).